Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first im nail was replaced. A follow up report will be filed when we have details concerning the exchange surgery. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; was exchanged due to a non-union.